Event description:
Philips received a customer report that they had experienced an unexpected downward movement of the patient support. There was no report of any patient injury as a result of this reported event.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event, and therefore, we cannot complete at this time. We will file a follow up MDR at the completion of the investigation. Internal cross reference: initial MDR mailed on (B)(4) 2013.